Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the sterile water leaked from the connection between the funnel and the shaft.

Manufacturer narrative:
The reported event was unconfirmed. Visual: received 1 all silicone foley catheter with syringe. Verified material number 119314 and manufacturing lot number ngjs3674. Visual inspection noted the catheter balloon was inflated. The catheter balloon is inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) using returned syringe. However, asymmetric balloon was observed with balloon concentricity 80:20. The catheter balloon when deflated using returned syringe only 1.5ml is deflated within 5min. The catheter balloon was inflated again using in house syringe and it deflated 10 ml within 1 min and 16 sec using inhouse syringe. However, upon deflation found ballon was mushroomed. There was no leaking from the connection between the funnel and the shaft. This is within specification per inspection procedure (B)(4), revision 0. Which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Based on the results of the investigation no additional actions are required at this time. Corrections: d, e, h UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the sterile water leaked from the connection between the funnel and the shaft. Per investigator's notification received on 08dec2025, it was reported that the failure was against the syringe and was found during sample evaluation. Per notification from ucc on 08dec2025, it was reported that inflated with 10ml using returned syringe asymmetrical balloon present at 80:20 and upon deflation balloon mushrooming was present was found during sample evaluation on (B)(6) 2025.